Event description:
It was reported that the event involved a male pt, (B)(6) who expired while in the intensive care unit (ICU). The md attempted to insert the intra-aortic balloon (iab) through the super arrow-flex (saf) via the femoral and found difficulty in handling the first balloon to be used. As a result, the iab was removed. Another iab was retrieved and inserted with success and the pt responded to treatment. There was a 30 minute delay or interruption in therapy while retrieving a new iab with no harm to the pt. No medical/surgical intervention was required. There were no complications and no pt injury reported from the event. The pt outcome was death. The pt subsequently died as a result of disease and not by use of the iab. Per the sales rep, on a visit to the hosp it was reported by a professional present at the time of surgery that the failure was operating and not misuse of the catheter. Add'l info received on (B)(6) 2011 reported that the md stated the death was not caused by the iab and the saf "metallic" sheath that was used.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.